Event description:
The rptr alleged that the device may not have operated properly during two similar pt uses. The facility sent the printed reports in for analysis. No details from the reported event were given.